Event description:
Pt was revised to address loosening of the tray and femur.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 14 yrs ago. Examination was not possible as no prod was returned. A search of the complaint database did not find any add'l reports of this nature for the prod code/lot provided since its respective release for distribution. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the prod failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.